Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not alarm for an upstream occlusion. During preventative maintenance testing in the biomed service department, an infusion was run for 20 minutes at a rate of 3.8ml/hr while the tubing was clamped above the pump. The pump did not alarm for the upstream occlusion during the 20 minutes that the infusion was run. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A service history review was performed and revealed, that the device has no previous service events. Therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.